Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented an infection. Consequently, this device, along with the right atrial (ra) and right ventricular (rv) leads, were explanted. Since the patient is therapy dependent, a temporary pacemaker was implanted. No additional adverse patient effects were reported. The product was discarded by the explanting hospital, so it is not available for return.